Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported ((B)(6)) the patient was complaining about the placement of the ipg which was under the ribs. The ipg site was reddened but not infected. The patient underwent surgical intervention on (B)(6) 2016 where the ipg was removed and replaced with a different model that is smaller and offers increased longevity. And in addition the new ipg was implanted at a different location which resolved the issue. Therapy has resumed.